Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Interrogation of the implantable cardiac monitor showed pause episodes caused by intermittent undersensing. The electrograms would show a flat line for a few seconds and then resume normal sensing. No intervention was performed, the physician elected to continue monitoring the patient.